Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient's pump "ran out" of drug in (B)(6) 2015. It was noted on (B)(6) 2016 the patient heard his pump start alarming and noted he was "burning" really bad where the therapy was at. The patient described a critical alarm. The patient also noted hearing a non-critical alarm and whirring noise. The patient clarified the whirring noise by noting he wasn't hearing it, he was feeling it like a vibration. The vibration sensation was only at the pump site. The patient had missed a scheduled refill. The patient would not go see the managing healthcare provider (hcp) again. The patient noted the hcp would not see the patient and was kicked out of the two local hospitals so his only choice was to go to another town. It was reviewed the possibility that the pump was not empty in (B)(6) and was just now reaching an empty reservoir. The patient was unsure if that was correct. The patient was to follow-up with the hcp. The change in therapy/symptoms was noted as sudden. It was later reported on (B)(6) 2016 that the patient hadn't "ate" and "lost 15 pounds in a week." The patient had been in and out of the ed on the week of (B)(6) 2016 and noted the ed was paging the managing hcp but they did not get a response from the hcp. The patient wanted the pump removed. The patient noted that he was told the pump was causing his problems and couldn't find an hcp to manage the pump. It was later reported by a device manufacturer representative that the patient was scheduled for an explant on (B)(6) 2016 at 3:30 p.m. The hcp had his nurse advise the patient strongly that if he did not show he would terminate his relationship with him. The hcp planned to discharge the patient from his practice once he had seen him for his post-op. It was further reported the patient's pump was explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.